Event description:
Complainant alleged that during biomed testing the device displayed a "pace defib device failure" message. The clinicians turned off the device and were unable to power back up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.